Manufacturer narrative:
On (B)(6) 2017.

Manufacturer narrative:
A follow-up repor will be submitted upon completion of the investigation.

Event description:
The customer reported the touch screen is not responding to touch.the customer reported there was no patient involvement.